Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7083119. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7083216.

Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.